Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d2: additional procode: hwc complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. A manufacturing record evaluation was performed for the finished device. Product code: 04.045.781s lot: 5515p90 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 15-may-2023 manufacturing site:jabil grenchen expiry date:01-may-2033 product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction internal fixation (orif)) surgery with retrograde femoral nailing (rfna) implants for a fracture of the right femur. The surgery was completed successfully with no surgical delay. Postoperatively, the condylar nut and washer, used medial of the most distal hole of the rfna, backed out. Bone-union of the fracture site has been achieved. Revisions surgery will be considered if there are future complaints (i.e. Pain, etc.). Patient is stable. This report is for a nut ø 14mm sterile. This is report 1 of 1 for (B)(4).